Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) /2017, the patient experienced a skin reaction. The sensor was inserted in the abdomen on (B)(6) 2017. After the sensor was applied, the patient began to see redness and bumps but left the sensor on for the full seven days. On (B)(6) 2017, the patient saw their physician and was prescribed hydrocortisone cream to treat the skin reaction. At the time of contact, the patient was in stable condition. No additional patient or event information was provided.